Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had fallen from 6 years remaining to 4.5 years in eight months. A request was made to review the device data. Boston scientific technical services (ts) reviewed the information and found that power consumption had been increasing gradually and recommended device replacement or reanalysis within 90 days. An outpatient visit was scheduled for approximately six months later. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had fallen from 6 years remaining to 4.5 years in eight months. A request was made to review the device data. Boston scientific technical services (ts) reviewed the information and found that power consumption had been increasing gradually and recommended device replacement or reanalysis within 90 days. An outpatient visit was scheduled for approximately six months later. This device remains in service. No additional adverse patient effects were reported. Additional information was received indicating the device battery status was re-evaluated by ts and they provided a new timeframe in which critical therapy will remain available. At this time, the device replacement has not been scheduled. Information was subsequently received that this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had fallen from 6 years remaining to 4.5 years in eight months. A request was made to review the device data. Boston scientific technical services (ts) reviewed the information and found that power consumption had been increasing gradually and recommended device replacement or reanalysis within 90 days. An outpatient visit was scheduled for approximately six months later. This device remains in service. No additional adverse patient effects were reported. Additional information was received indicating the device battery status was re-evaluated by ts and they provided a new timeframe in which critical therapy will remain available. At this time, the device replacement has not been scheduled. Information was subsequently received that this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection had fallen from 6 years remaining to 4.5 years in eight months. A request was made to review the device data. Boston scientific technical services (ts) reviewed the information and found that power consumption had been increasing gradually and recommended device replacement or reanalysis within 90 days. An outpatient visit was scheduled for approximately six months later. This device remains in service. No additional adverse patient effects were reported. Additional information was received indicating the device battery status was re-evaluated by ts and they provided a new timeframe in which critical therapy will remain available. At this time, the device replacement has not been scheduled. If pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Should additional information become available, this report will be updated.